Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17611sg s3, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17611sg s3, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Reported lot number was invalid and a sample was not returned. Review of trending data by product family reach total care plus whitening toothbrush revealed no adverse trends. Retain sample for lot 17611sg s3 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 06-sep-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17611sg s3, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Reported lot number was invalid and a sample was not returned. Review of trending data by product family reach total care plus whitening toothbrush revealed no adverse trends. Retain sample for lot 17611sg s3 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The complaint was reopened as the field sample was received. The material of the handle was changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. No adverse trends were noted with this product or lot. Although the returned sample received was broken, it was stated that the product defect was not due to a manufacturing occurrence and that the break occurred due to high compression forces. It was verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. It was confirmed that the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.